Event description:
The customer reported being hospitalized due to high blood glucose of 598mg/dl. The customer also stated that the insulin pump alarmed no delivery during bolus. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Reviewed the alarm history and found the alarms. Checked the bolus history and noted that the last bolus was missing. Assisted the caller to run a manual prime and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to continue testing. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.